Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('an implant fragment had migrated into right iliac fossa'), device dislocation ('an implant fragment had migrated into right iliac fossa'), embedded device ('iintact mplant is still embedded'), menopausal symptoms ('vaginal bleeding outside of the menstrual period (menopause)'), premature menopause ('immediate menopause'), crohn's disease ('aggravating factor crohn's disease (in remission)') and neuropathy peripheral ('inflammation of the pudendal nerve') in a 44-year-old female patient who had essure (batch no. A95859) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion raw and forced" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menopausal symptoms (seriousness criterion medically significant), premature menopause (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), procedural pain ("insertion extremely painful"), fatigue ("severe fatigue"), cognitive disorder ("cognitive impairment"), amnesia ("memory loss"), memory impairment ("loss of words"), balance disorder ("loss of balance"), pelvic pain ("pelvic pain/ pelvic ligament pain"), musculoskeletal pain ("musculoskeletal pain"), dizziness ("dizziness"), deafness ("hearing loss"), pollakiuria ("frequent urination"), hypertonic bladder ("overactive bladder"), urinary incontinence ("urinary incontinence"), vulvovaginal discomfort ("sensation of a foreign body in the vagina"), hiatus hernia ("hiatus hernia"), abdominal pain upper ("stomach pain"), abdominal distension ("extremely swollen belly, excessive and severe bloating"), flatulence ("excessive and severe flatulence"), pruritus ("itching especially on the face"), loose tooth ("loosening of the teeth"), periodontitis ("periodontitis"), hyperaesthesia teeth ("tooth sensitivity"), alopecia ("hair loss"), vision blurred ("difficulty focusing (sight)"), eye pain ("sore eyes"), eye irritation ("eyes burning"), dry eye ("eye dryness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), depressed mood ("feeling of depression accentuated over the years") and complication of device insertion ("insertion failed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery scheduled for (B)(6) 2021 to remove essure fragment and uterus). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device, menopausal symptoms, premature menopause, crohn's disease, neuropathy peripheral, procedural pain, fatigue, cognitive disorder, amnesia, memory impairment, balance disorder, weight increased, pelvic pain, musculoskeletal pain, dizziness, deafness, pollakiuria, hypertonic bladder, urinary incontinence, vulvovaginal discomfort, hiatus hernia, abdominal pain upper, abdominal distension, flatulence, pruritus, loose tooth, periodontitis, hyperaesthesia teeth, alopecia, vision blurred, eye pain, eye irritation, dry eye, arthralgia, tendon pain, depressed mood and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, balance disorder, cognitive disorder, complication of device insertion, crohn's disease, deafness, depressed mood, device breakage, device dislocation, dizziness, dry eye, embedded device, eye irritation, eye pain, fatigue, flatulence, hiatus hernia, hyperaesthesia teeth, hypertonic bladder, loose tooth, memory impairment, menopausal symptoms, musculoskeletal pain, neuropathy peripheral, pelvic pain, periodontitis, pollakiuria, premature menopause, procedural pain, pruritus, tendon pain, urinary incontinence, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: current patient condition: consequences: frequent medical consultations, multiple specialized examinations to find out the cause of all these symptoms without a diagnosis being made. Feelings of guilt and vulnerability over developed and feeling of depression accentuated over the years. (B)(6) 2013 was reported as the date of occurrence and insertion of essure. It was also reported that the insertion failed and it was followed by a tubal ligation 6 months later; monitoring of the migration of a fragment in the right iliac fossa. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray in (B)(6) 2020: found that an implant fragment had migrated into right iliac fossa. Lot number: a95859 manufacturing date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('an implant fragment had migrated into right iliac fossa'), device dislocation ('an implant fragment had migrated into right iliac fossa'), embedded device ('intact implant is still embedded'), postmenopausal haemorrhage ('vaginal bleeding outside of the menstrual period (menopause)'), premature menopause ('immediate menopause'), crohn's disease ('aggravating factor crohn's disease (in remission)') and pudendal canal syndrome ('inflammation of the pudendal nerve') in a (B)(6) year old female patient who had essure (batch no. A95859) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion raw and forced" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), premature menopause (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), pudendal canal syndrome (seriousness criterion medically significant), procedural pain ("insertion extremely painful"), fatigue ("severe fatigue"), cognitive disorder ("cognitive impairment"), amnesia ("memory loss"), memory impairment ("loss of words"), balance disorder ("loss of balance"), pelvic pain ("pelvic pain/ pelvic ligament pain"), musculoskeletal pain ("musculoskeletal pain"), dizziness ("dizziness"), deafness ("hearing loss"), pollakiuria ("frequent urination"), hypertonic bladder ("overactive bladder"), urinary incontinence ("urinary incontinence"), vulvovaginal discomfort ("sensation of a foreign body in the vagina"), hiatus hernia ("hiatus hernia"), abdominal pain upper ("stomach pain"), abdominal distension ("extremely swollen belly, excessive and severe bloating"), flatulence ("excessive and severe flatulence"), pruritus ("itching especially on the face"), tooth loss ("loosening of the teeth"), periodontitis ("periodontitis"), hyperaesthesia teeth ("tooth sensitivity"), alopecia ("hair loss"), vision blurred ("difficulty focusing (sight)"), eye pain ("sore eyes"), eye irritation ("eyes burning"), dry eye ("dryness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), depression ("feeling of depression accentuated over the years") and complication of device insertion ("insertion failed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery scheduled for (B)(6) 2021 to remove essure fragment and uterus). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device, postmenopausal haemorrhage, premature menopause, crohn's disease, pudendal canal syndrome, procedural pain, fatigue, cognitive disorder, amnesia, memory impairment, balance disorder, weight increased, pelvic pain, musculoskeletal pain, dizziness, deafness, pollakiuria, hypertonic bladder, urinary incontinence, vulvovaginal discomfort, hiatus hernia, abdominal pain upper, abdominal distension, flatulence, pruritus, tooth loss, periodontitis, hyperaesthesia teeth, alopecia, vision blurred, eye pain, eye irritation, dry eye, arthralgia, tendon pain, depression and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, balance disorder, cognitive disorder, complication of device insertion, crohn's disease, deafness, depression, device breakage, device dislocation, dizziness, dry eye, embedded device, eye irritation, eye pain, fatigue, flatulence, hiatus hernia, hyperaesthesia teeth, hypertonic bladder, memory impairment, musculoskeletal pain, pelvic pain, periodontitis, pollakiuria, postmenopausal haemorrhage, premature menopause, procedural pain, pruritus, pudendal canal syndrome, tendon pain, tooth loss, urinary incontinence, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: current patient condition: consequences: frequent medical consultations, multiple specialized examinations to find out the cause of all these symptoms without a diagnosis being made. Feelings of guilt and vulnerability over developed and feeling of depression accentuated over the years. On (B)(6) 2013 was reported as the date of occurrence and insertion of essure. It was also reported that the insertion failed and it was followed by a tubal ligation 6 months later; monitoring of the migration of a fragment in the right iliac fossa. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray in (B)(6) 2020: found that an implant fragment had migrated into right iliac fossa. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.